Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump history for the time of the reported low blood glucose is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues occurring. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced low blood glucose that required a glucagon injection; no blood glucose values are available. A family member reported that the pt had multiple low blood glucose levels since being released from the hospital on (B)(6) 2010 for surgery and only one event required assistance from another person to resolve. After surgery and while hospitalized, the pt's physician resumed the pump with increased basal rates and I:c ratios as the pt's blood glucose levels were elevated at that time. The family member noted that the pt was discharged from the hospital on these new settings. She verbalized that the low blood glucose levels were a result of the increased basal rates that were not returned to the pt's usual settings after his release from the hospital. She noted that the time and date were correct, there were no associated alarms in the history, and the bolus history was accurate. The family member said that the pt has not had a change of activity level or diet that might account for the hypoglycemia. Customer support assisted the family member in re-programming the settings according to the physician's current recommendations. The family member confirmed that all settings are now programmed back to the pt's usual settings. The pt has continued to use the pump with no reported subsequent events. This event is reported because the inaccurate programming of the pump caused or contributed to the hypoglycemia.